Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of a foreign clinical study reported that on the (B)(6) day after implantation, there were effusions and burning sensation coming from the suture wound in the insertion location. The wound could not be closed despite administration of antibiotic and negative pressure wound therapy on (B)(6) 2015, the device was inserted again into the same spot. On the (B)(6) after reinsertion, effusions started coming out, it was closed, then opened again, but eventually resulted in removal. It was believed to be an infection due to insertion of the verve stimulator. Interventions included antibiotics, external antibacterial medication, device insertion, and then removed. The event was considered related to the nerve stimulator. Wound cultures were taken and resulted in mssa1 on (B)(6) 2015 and (B)(6) 2015. At a follow up check on (B)(6 )2015 the physician reported that the patient was in remission. The outcome was noted as recovering. Relevant medical history included: chronic bowel incontinence this information was reported in manufacturer report # 3004209178-2015-16232 all information going forward will be reported in this manufacturer report.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that the patient was examined on an out-patient basis and the wound opening was not closed. This was adversely affecting the patient's life, so a decision was made to remove the system. The system was removed under local anesthesia on (B)(6) 2015 and wound debridement was also performed. No health hazards to the patient were noted. The target disease for the patient was fecal incontinence.

Event description:
It was reported the wound at the pocket site did not completely close after implant. It had been more than three months since implant and the implantable neurostimulator (ins) was visible when the patient bent down. The patient was observed through outpatient visits and aspiration was performed several times. It was noted that the patient had a ¿less fatty layer,¿ which made creating a pocket difficult. It was not a case of infection and the situation was controlled through aspiration. No fever was noted and redness/red flare was only around the pocket site. The physician determined that necrosis of the skin flap occurred, causing poor blood circulation. On (B)(6) 2015, a procedure was done to expand the subcutaneous pocket. The pocket was cleaned under local anesthesia. Cautery (monopolar) was used to widen the pocket in addition to the physician using their fingers. Following the expansion of the pocket, the ins was placed in the pocket again and a monofilament absorbable suture was used to close the wound. Bleeding from the pocket was observed at this point and it was thought there was a ¿large¿ amount of bleeding as the pocket was expanded by pushing the tissue using fingers. After the re-implant, impedances were greater than 4,000 ohms when measured at 1v and 210 -s (current settings). With the output increased to 1.5v, the impedance measurements were about 1,700 ohms. The patient was feeling stimulation. As a precaution, impedances for all combinations were measured and were ¿within 4,000 ohms.¿ the patient was discharged from the hospital several hours after surgery and no health hazards to the patient were noted. No further information was reported.

Manufacturer narrative:
Concomitant product(s): product ID: 3889, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).